Event description:
It was reported that while using the bd onclarity¿ hpv assay reagent pack, a patient specimen gave a false negative hpv result. Sample was retested with allplex and gave a positive result. Sample was reported as hpv positive, so there was no patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd integrated diagnostic systems initiated an investigation into false negative patient results on the bd cor system (catalog # 443982, batch # 3180726). Bd investigation encompassed review of batch history record, review of initial quality control release data, review of returned raw files from customer and complaint trending review. Evaluation of the batch history records, and release data revealed trends during time zero quality control testing that could potentially contribute to false negative patient results. Additionally, evaluation of returned raw files did reveal false negative patient results, thus confirming the customers report. However, it is important to note that the occurrence rate of the false negative patient result is below the acceptable rate presented in the package insert. There are no current trends associated with false negative patient results on the bd cor system. There is an escalated investigation into what could cause the trends during time zero testing; however, no corrective actions have been taken at this time.

Event description:
1 of 2. It was reported that while using the bd onclarity¿ hpv assay reagent pack, a patient specimen gave a false negative hpv result. Sample was retested with allplex and gave a positive result. Sample was reported as hpv positive, so there was no patient impact.